Event description:
It was reported that seven days post implant the patient complained of phrenic nerve stimulation. Reprogramming was done and the lv lead remains in use. The patient is enrolled in (B)(6). No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic for device evaluation following recent ed (emergency department) visit at the hospital for worsening chf (congestive heart failure) symptoms. During the clinic visit the patient complained of experiencing ¿thumping¿ or brief ¿shocks¿ intermittently while sitting and stated they feel thumping with higher output due to ongoing phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.